Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, it was determined that phenomenon, "the key on the front panel does not work ", was reproduced, and it occurred due to a failure of the scope-socket-detection bar to match. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the front panel keys not working was confirmed. The device evaluation found a faulty scope socket; when the scope was connected, the scope detection bar did not engage and this was the cause of the front panel buttons not functioning. Additional evaluation findings were as follows: the front panel was discolored, faulty scope socket, the lamp had more than 500 hours and was a non-olympus lamp that needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the front panel keys on the visera elite xenon light source were not working. The issue was found during preparation for use for a diagnostic procedure. There was no report of delay or harm to the patient or user associated with this event